Event description:
It was reported by the rep that when (1) tlc55 device was used during an unknown procedure it did not lock properly and there was a lot of bleeding. Case was completed with no patient consequence.